Manufacturer narrative:
Correction to section a1, a5 and a6 - patient initials were requested but not provided. Patient race and ethnicity are unknown and should not have been selected. D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed through this investigation as the product was not returned for evaluation, and no images of the damage were provided by the account. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch (B)(4) received on 01 apr 2024 reported that the patient arrived at the clinic on (B)(6) 2024 with noted driveline cable damage near the cable connection. It was repaired with rescue tape.

Manufacturer narrative:
Medwatch (B)(4) was received on 01 apr 2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.